Manufacturer narrative:
After battery installation the device gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had black and white flashing display and was beeping. The customer¿s blood glucose level was unknown at the time of the incident. Customer was calling back with blank display after receiving new battery cap. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.